Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/ severe abdominal pain / cramping") in a 26-year-old female patient who had essure (batch no. 627756 / 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the essure on right side did not deploy despite multiple attempts". The patient's past medical history included irritable bowel syndrome and tracheloplasty. Concurrent conditions included anemia, abdominal pain, endometriosis, irritable bowel syndrome, depression, migraine, headache, drug dependence, cervical pap smear abnormal since 2009, vaginal discharge, bladder dysfunction, endometriosis, genital bleeding and oral contraception. Concomitant products included amoxicillin from 2013 to 2014, bisacodyl since 2011, cilest (sprintec) since 2014, cimetidine since 2015, ciprofloxacin, clindamycin, co-trimoxazole (bactrim), dextropropoxyphene (propoxyphene), doxycycline since 2011, ferrous sulfate since 2013, fesoterodine since 2014, fluconazole, furosemide since 2013, hydrocodone, hydrocortisone since 2011, hyoscyamine since 2011, ibuprofen, levofloxacin since 2015, levonorgestrel (nortrel) since 2011, lidocaine, methocarbamol, metronidazole, miconazole nitrate (miconazol) since 2015, naproxen from 2012 to 2014, nitrofurantoin, oxycodone since 2015, phenazopyridine, potassium chloride (klor-con) since 2013, suboxone, terconazole since 2014, tramadol and trazodone since 2011. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On(B)(6) -2011, the patient experienced vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhea") and irritable bowel syndrome ("gastrointestinal or digestive system condition : irritable bowel syndrome"). On (B)(6) 2011, the patient experienced abdominal pain upper ("constant stomach pain"). On (B)(6) 2011, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), micturition urgency ("urinary urgency") and urinary incontinence ("urinary leakage"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation / abnormal menstruation"), menorrhagia ("prolonged menstruation / heavy menstruation"), dysmenorrhoea ("severe menstruation pain / severe stomach pain during cycles"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), abdominal distension ("bloating"), headache ("headaches "), migraine ("migraines"), depression ("depression"), hormone level abnormal ("hormonal changes") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (on (B)(6) 2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysgeusia, dental caries, tooth loss, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, back pain, abdominal distension, headache, migraine, depression, hormone level abnormal, weight fluctuation, vaginal haemorrhage, female sexual dysfunction, micturition urgency, urinary incontinence, nausea, tooth disorder, vaginal discharge, diarrhoea, alopecia and abdominal pain upper outcome was unknown and the bacterial vulvovaginitis and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, bacterial vulvovaginitis, dental caries, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, menstruation irregular, micturition urgency, migraine, nausea, tooth disorder, tooth loss, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff stated that during her essure placement procedure, the essure on right side did not deploy despite multiple attempts. The plaintiff claimed that her cycle became heavier and more painful after essure insertion. Her back pain also became worse after its insertion. Batch number:628432 expiration date:2011-11 manufacture date:2008-11 batch number: 627756 expiration date: 2010-08 manufacture date: 2008-08 quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received. Concomitant medication added. New event irritable bowel syndrome was added. Outcome of event bacterial vulvovaginitis was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had left essure coil (fallopian tube occlusion insert) inserted on (B)(6) 2009 and right on (B)(6) 2009 for permanent birth control. Approximately three to six months after the implant, she began experiencing pain, metal taste in her mouth, tooth decay and/or loss, fatigue, joint pain, irregular and/or prolonged menstruation, severe menstruation pain, heavy and abnormal menstruation, pain during intercourse, severe abdominal pain, severe back pain, cramping, bloating, headaches and/or migraines, depression, hormonal changes and weight fluctuation. At the time, she and her physicians did not attribute these symptoms to the essure. On (B)(6) 2015, hysterectomy with bilateral salpingectomy was performed company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced pain / severe abdominal pain / cramping amongst non serious events. A hysterectomy with bilateral salpingectomy was performed. The event, seen as abdominal pain, is anticipated in the reference safety information for essure. During essure therapy, abdominal pain may occur. Considering the temporal relationship and in the lack of alternative explanation, a causal relationship with essure was considered related. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/ severe abdominal pain / cramping") in a 26-year-old female patient who had essure (batch no. 627756 / 628432) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, abdominal pain, endometriosis, irritable bowel syndrome, depression, migraine, headache and drug dependence. Concomitant products included dextropropoxyphene (propoxyphene), hydrocodone, ibuprofen, methocarbamol and tramadol. In february 2009, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss"). In august 2009, the patient experienced nausea ("nausea"). In february 2010, the patient experienced tooth disorder ("dental problems"). In november 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge") and diarrhoea ("diarrhea"). On (B)(6)2011, the patient experienced abdominal pain upper ("constant stomach pain"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), micturition urgency ("urinary urgency") and urinary incontinence ("urinary leakage"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation / abnormal menstruation"), menorrhagia ("prolonged menstruation / heavy menstruation"), dysmenorrhoea ("severe menstruation pain / severe stomach pain during cycles"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), abdominal distension ("bloating"), headache ("headaches "), migraine ("migraines"), depression ("depression"), hormone level abnormal ("hormonal changes"), weight fluctuation ("weight fluctuation"), bacterial vulvovaginitis ("bacterial vaginitis") and device deployment issue ("the essure on right side did not deploy despite multiple attempts"). The patient was treated with surgery (on (B)(6)2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, dysgeusia, dental caries, tooth loss, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, back pain, abdominal distension, headache, migraine, depression, hormone level abnormal, weight fluctuation, vaginal haemorrhage, bacterial vulvovaginitis, female sexual dysfunction, micturition urgency, urinary incontinence, nausea, tooth disorder, vaginal discharge, diarrhoea, alopecia, abdominal pain upper and device deployment issue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, bacterial vulvovaginitis, dental caries, depression, device deployment issue, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstruation irregular, micturition urgency, migraine, nausea, tooth disorder, tooth loss, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff stated that during her essure placement procedure, the essure on right side did not deploy despite multiple attempts. The plaintiff claimed that her cycle became heavier and more painful after essure insertion. Her back pain also became worse after its insertion. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received and the following events were provided: abnormal vaginal bleeding, bacterial vaginitis, apareunia (inability to have sexual intercourse), urinary leakage, urinary urgency, nausea, dental problems, vaginal discharge, weight gain, diarrhea, hair loss and constant stomach pain. Essure lot number 627756 and 628432 was provided. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/ severe abdominal pain / cramping") in a 26-year-old female patient who had essure (batch no. 627756 / 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the essure on right side did not deploy despite multiple attempts". The patient's medical history included irritable bowel syndrome and tracheloplasty. Concurrent conditions included anemia, abdominal pain, endometriosis, irritable bowel syndrome, depression, migraine, headache, drug dependence, cervical pap smear abnormal since 2009, vaginal discharge, bladder dysfunction, endometriosis, genital bleeding and oral contraception. Concomitant products included amoxicillin from 2013 to 2014, bisacodyl since 2011, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), cimetidine since 2015, ciprofloxacin, clindamycin, dextropropoxyphene (propoxyphene), doxycycline since 2011, ethinylestradiol;norgestimate (sprintec) since 2014, ferrous sulfate since 2013, fesoterodine since 2014, fluconazole, furosemide since 2013, hydrocodone, hydrocortisone since 2011, hyoscyamine since 2011, ibuprofen, levofloxacin since 2015, levonorgestrel since 2011, lidocaine, methocarbamol, metronidazole, miconazole nitrate (miconazol) since 2015, naproxen from 2012 to 2014, nitrofurantoin, oxycodone since 2015, phenazopyridine, potassium chloride (klor-con) since 2013, sulfamethoxazole;trimethoprim (bactrim), terconazole since 2014, tramadol and trazodone since 2011. In (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss"). In (B)(6)2009, the patient experienced nausea ("nausea"). In (B)(6)2010, the patient experienced tooth disorder ("dental problems"). In november 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhea") and irritable bowel syndrome ("gastrointestinal or digestive system condition : irritable bowel syndrome"). On (B)(6)2011, the patient experienced abdominal pain upper ("constant stomach pain"). On (B)(6)2011, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), micturition urgency ("urinary urgency") and urinary incontinence ("urinary leakage"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation / abnormal menstruation"), menorrhagia ("prolonged menstruation / heavy menstruation"), dysmenorrhoea ("severe menstruation pain / severe stomach pain during cycles"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), abdominal distension ("bloating"), headache ("headaches "), migraine ("migraines"), depression ("depression") and weight fluctuation ("weight fluctuation") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6)2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, dysgeusia, dental caries, tooth loss, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, back pain, abdominal distension, headache, migraine, depression, hormone level abnormal, weight fluctuation, vaginal haemorrhage, female sexual dysfunction, micturition urgency, urinary incontinence, nausea, tooth disorder, vaginal discharge, diarrhoea, alopecia and abdominal pain upper outcome was unknown and the bacterial vulvovaginitis and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, bacterial vulvovaginitis, dental caries, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, menstruation irregular, micturition urgency, migraine, nausea, tooth disorder, tooth loss, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff stated that during her essure placement procedure, the essure on right side did not deploy despite multiple attempts. The plaintiff claimed that her cycle became heavier and more painful after essure insertion. Her back pain also became worse after its insertion. Batch number:628432, expiration date:2011-11, manufacture date:2008-11. Batch number: 627756, expiration date: 2010-08, manufacture date: 2008-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 29-jan-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/ severe abdominal pain / cramping") in a 26-year-old female patient who had essure (batch no. 627756 / 628432) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the essure on right side did not deploy despite multiple attempts". The patient's past medical history included irritable bowel syndrome and tracheloplasty. Concurrent conditions included anemia, abdominal pain, endometriosis, irritable bowel syndrome, depression, migraine, headache, drug dependence, cervical pap smear abnormal since 2009, vaginal discharge, bladder dysfunction, endometriosis and genital bleeding. Concomitant products included amoxicillin from 2013 to 2014, bisacodyl since 2011, cilest (sprintec) since 2014, cimetidine since 2015, dextropropoxyphene (propoxyphene), doxycycline since 2011, ferrous sulfate since 2013, fesoterodine since 2014, furosemide since 2013, hydrocodone, hydrocortisone since 2011, hyoscyamine since 2011, ibuprofen, levofloxacin since 2015, levonorgestrel (nortrel) since 2011, methocarbamol, miconazole nitrate (miconazol) since 2015, naproxen from 2012 to 2014, oxycodone since 2015, potassium chloride (klor-con) since 2013, terconazole since 2014, tramadol and trazodone since 2011. In february 2009, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss"). In august 2009, the patient experienced nausea ("nausea"). In february 2010, the patient experienced tooth disorder ("dental problems"). In november 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge") and diarrhoea ("diarrhea"). On (B)(6)2011, the patient experienced abdominal pain upper ("constant stomach pain"). On (B)(6)-2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), micturition urgency ("urinary urgency") and urinary incontinence ("urinary leakage"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation / abnormal menstruation"), menorrhagia ("prolonged menstruation / heavy menstruation"), dysmenorrhoea ("severe menstruation pain / severe stomach pain during cycles"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), abdominal distension ("bloating"), headache ("headaches "), migraine ("migraines"), depression ("depression"), hormone level abnormal ("hormonal changes"), weight fluctuation ("weight fluctuation") and bacterial vulvovaginitis ("bacterial vaginitis"). The patient was treated with surgery (on (B)(6)2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, dysgeusia, dental caries, tooth loss, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, back pain, abdominal distension, headache, migraine, depression, hormone level abnormal, weight fluctuation, vaginal haemorrhage, bacterial vulvovaginitis, female sexual dysfunction, micturition urgency, urinary incontinence, nausea, tooth disorder, vaginal discharge, diarrhoea, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, bacterial vulvovaginitis, dental caries, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstruation irregular, micturition urgency, migraine, nausea, tooth disorder, tooth loss, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff stated that during her essure placement procedure, the essure on right side did not deploy despite multiple attempts. The plaintiff claimed that her cycle became heavier and more painful after essure insertion. Her back pain also became worse after its insertion. Batch number:628432 expiration date:2011-11 manufacture date:2008-11 batch number: 627756 expiration date: 2010-08 manufacture date: 2008-08 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information received on 14-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced pain / severe abdominal pain / cramping amongst non serious events. A hysterectomy with bilateral salpingectomy was performed. The event, seen as abdominal pain, is anticipated in the reference safety information for essure. During essure therapy, abdominal pain may occur. Considering the temporal relationship and in the lack of alternative explanation, a causal relationship with essure was considered related. This case was regarded as incident, as a surgical intervention was required. A product quality detect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.